Event description:
It was reported that there was infection at the device pocket and lead location. Culture was taking at the device pocket and mannitol salt agar was cultured. Antibiotic treatment was necessary. The onset of the infection was unknown. Swelling was noted to have occurred. As a result of the event, the system was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension; product ID 3387s-40, lot# va0s3m7, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0s3m7, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative (rep) got an email from the healthcare provider (hcp) stating that they had swabbed a tunneler and nexdrive from their shelves that they used. Both came back negative for their cultures. This was the only outcome update the rep had received from the hcp. Refer to manufacturing report #3007566237-2015-01940 as the rash of infections reported in that document was a reference to this specific issue and a few others.